Event description:
It was stated that the customer accidentally dropped the insulin pump in water, then the screen froze with the battery out limit alarm. It was also reported that there is moisture underneath the screen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.